Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device was presented with a backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Using a standard test bed (stb), the pil technician verified that shortly after the power on button was pressed, e1104 generated during stb operation. The pil tech also verified that the e1104 would repeat during the cycling of the stb using the power on/ power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the led on the bezel was flashing bright red as expected, however ls1 was not emitting any audible tone. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 in the cpu pcba. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.